Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is hospitalized due to diabetes ketoacidosis. Attempted to call the customer and the mother answered the phone. She stated that her admission had nothing to do with the insulin pump. The mother stated that the customer had a stomach flu, which caused her blood glucose to escalate. No further information was provided.